Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer's continuous glucose monitor (cgm) was not available due to customer not properly entering the transmitter ID, tandem technical support assisted customer in entering correct transmitter ID and starting a new cgm session. Recommendation was made to discuss diabetes management with a health care professional.